Event description:
It was reported that on (B)(6) 2025, a 29l tendyne mitral valve lp was implanted in the patient. On (B)(6) 2025, the valve showed a therapy resistent peak to peak gradient of >40mmhg has developed. The tendyne valve shows no signs of malfunction or displacement. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of high peak to peak gradient 2 days post-procedure was reported. Information from the field indicated that the tendyne valve showed no signs of malfunction or displacement. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.